Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the catheter tubing between the 38 cm and 39 cm depth markers. This damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). ¿ varying fracture edge with a bulge in the center. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that inserted on (B)(6), used for intermittent antibiotic administration. There were no problems until the day before, but when we tried to administer the antibiotic on the morning of (B)(6), there was resistance and it could not be used. When we looked at the removed catheter, we found a damaged area about 2 cm from the insertion site on the tip side (the position where it was placed inside the body). Damaged described as a break or rupture. (B)(6): during insertion and immediate post-insertion fluid flow checks, flushing and backflow checks were unresolved and no problems were found. (B)(6), 10:00 pm: antibiotics (surugacillin + 100cc of normal saline) were administered by natural drip for three hours (pulsing flushes with a 10cc syringe of saline were performed before and after administration). (B)(6), 6:00 am: resistance was encountered when attempting to administer antibiotics, preventing complete flushing. Backflow checks were performed slightly, but with strong resistance. Inspection of the removed catheter revealed a tear-like breakage near the 38cm mark. (The catheter was inserted 40cm into the blood vessel, so it was located within the vessel.) (The retrieved catheter had undergone flushing and other tests by the nurse who inserted it and was not in its condition immediately after removal.)